Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with mtx surface (tsvb10) was returned for investigation with a locator abutment attached. Visual inspection of the as returned implant identified minor signs of wear around the external threads and the collar, likely from usage and removal process. The device could not be functionally tested for the reported failures (bone loss & infection) since they are medical conditions. The reported device had been implanted on tooth # 4 for approximately 8 years. X-ray image was provided. Upon analysis by medical affairs manager and subject matter expert (sme), bone loss was confirmed. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the patient had severe peri-implantitis (infection and bone loss). The subject implant was returned along with a locator abutment. Bone loss was confirmed by the sme via x-ray analysis but the reported infection could not be verified with the information provided a definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacture.r g7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes . H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number: k011028/k013227.

Event description:
It was reported that the patient had severe peri-implantitis with buccal swelling. The implant was extracted.